Event description:
During a laparoscopic sigma procedure, two device ripped during the procedure. The procedure was completed with a like device with no adverse effects. The o.r time was delayed for 2-3 minutes. Two devices will be returned for analysis.